Event description:
It was reported that the hemosol solution looked yellow. There was no patient involved. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number sa14ga2 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The sample was received and the lot number was updated from sa14ga2 to sa14ga7. A review of all batch record documents was performed for lot number sa14ga7 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. The visual inspection verified that the solution was yellow in color. However, after chemical testing was performed, the device was found to have met specifications related to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.